Event description:
Reporter indicated that a vns pt has experienced a seizure increase, relationship to pre-vns baseline unk, and is concerned that his generator is approaching end of service. Good faith attempts for additional info have been unsuccessful to date.